Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, atrial lead noise was observed on the atrial channel. Programming changes were recommended. The patient will continue to be followed normally. No further information is available.